Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site, and had an infection at the ipg site. Surgical intervention took place where the scs system was explanted to address the issue. The patient was placed on IV antibiotics. It was unclear if the infection has resolved.